Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Core wire broken. Visual examination of the returned guidewire revealed that it was stuck inside a non-bsc device. It was found that the guidewire has jacket peeled, and the corewire was received exposed approximately 92.0 cm. One section of the corewire was received fractured. The complaint was consistent with the reported event of coating-ptfe peeled. In addition, one section of the corewire was received fractured. It is most probable that excessive application of force to the wire could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a hydra-jag guidewire was used during a cholangiopancreatography retrograde endoscopy (cpre) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the guidewire was passed into a non-bsc papillotome, the coating - ptfe peeled which hindered the passage including the removal of the guidewire from the device. The procedure was completed with a new hydra-jag guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on july 29, 2016 that the guidewire has broken corewire.